Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as a red, itchy, and bumpy skin irritation that was bleeding. There was no alleged device malfunction contributing to the irritation. The patient¿s physician treated the area for the skin irritation. Follow up indicated that the skin irritation improved.